Event description:
The pump was removed prophylactically to avoid in-vivo battery depletion. There was reported to be no pt injury. The pt recovered without sequelae. The device system was used to deliver lioresal. Device analysis was requested.

Manufacturer narrative:
(B) (4).